Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling of stomach on a sleeve gastrectomy laparoscopic procedure, the reload only fired half. In order to complete the case, the load was retracted but the surgeon had to remove the remaining reinforcement material with scissors. There was no patient injury.